Event description:
It was reported that implant of the atrial and right ventricular leads were attempted but they were too short and were replaced with longer leads. It was also reported that implant of the left ventricular lead was attempted, but that the "patient did not have suitable veins", and that the patient was scheduled for an epicardial lead placement. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Blood in/on helix mechanism. Full lead returned and analyzed. (B)(4) no anomalies found. All conductors blood/body fluid (not obstructed). Full lead returned and analyzed. (B)(4) no anomalies found. Proximal conductor distorted and blood in/on helix mechanism. Full lead returned and analyzed.

Event description:
It was reported that implant of the atrial and rv leads were attempted but they were too short and were replaced with longer leads. It was also reported that implant of the lv lead was attempted but that the "patient did not have suitable veins", and that the patient was scheduled for an epicardial lead placement. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.